Event description:
It was reported that the patient experienced an overstimulation sensation that caused a great deal of pain in the perineum. The stimulation came on several different times, and, most recently, stayed on for about thirty minutes. The patient's pain level, subsequently, decreased from a "nine to a give". The patient thought the stimulation was not working and assumed that the neurostimulator was turned off, but did not verify this. The patient was to seek medical attention if the pain became worse. It was later reported that the manufacturer representative met with the patient in order to turn the device off. The patient left "feeling just fine". The patient did not have the pain on the following day. Additional information was requested, but not available as the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 6000032-2011-04231.